Event description:
On an unk date the device was removed. The reason and date for removal was requested, but not provided.

Manufacturer narrative:
Additional serial #: (B)(4). Should additional info become available regarding this surgery, it will be re-evaluated and a follow-up report will be sent.